Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's up arrow button was unresponsive. He had issues with the sensor readings. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump arrow buttons did not respond due to flattened button dome switches. The insulin pump was unable to test with sensor due to button keypad anomaly. The insulin pump received with minor scratched display window and cracked reservoir tube lip.